Event description:
It was reported on 2011-(B)(6), that an alarm from the patient's pump was heard, but not confirmed by telemetry. The pump was shut off. The patient, also, never had had therapeutic effect since the time of implantation of the pump. The device history record (DHR) did not contain data that was potentially or directly associated with the reported issue, and there were no anomalies associated with the device. It was later reported that the pump stopped working. The pump was to be removed on 2011-(B)(6). The pump contained dilaudid, clonidine, and bupivacaine. No medication concentrations or dosages were provided. No information related to the patient's outcome was provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter: model 8731, lot# n001505005, implanted:2005-(B)(6), explanted:na.